Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was split. One haptic was torn off missing. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and the haptic tore during implantation. The lens was removed without patient injury. The model and lot numbers of the cartridge and injector used in surgery were not specified by the facility.